Manufacturer narrative:
The recipient's device will reportedly not be explanted at this time. The recipient is using the device. The recipient continues to be monitored. The recipient's infection resolved. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Additional information regarding treatment details were not provided. The recipient was treated with antibiotics. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing an infection at the implant site. The infection is believed to be device related. The recipient was hospitalized and discharged. The recipient continues to be observed.